Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, and the patient subsequently died. On an unknown date while hospitalized for an unrelated medical condition, the patient experienced peritonitis. Treatment details while hospitalized were unknown. Fourteen days after the date of admission, the patient¿s pd catheter was removed and the patient was started on continuous renal replacement therapy due to peritonitis. Twenty seven days after admission, the patient passed away while still hospitalized. The cause of death was unknown and it was not reported if an autopsy was performed. It was unknown if the patient had recovered from the peritonitis event prior to death. Dianeal therapies were reintroduced and ongoing until the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.